Manufacturer narrative:
This ipg serial number was included in field advisories. (B)(4). Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg failed to establish communication with external devices. In turn, the ipg was deemed inoperable. Reportedly, the patient's pain was diminished and no longer needed the ipg. As a result, the patient underwent surgical intervention wherein the ipg was explanted.